Event description:
It was reported that patient underwent right knee revision surgery due the pain and implant loosening about four (4) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. The initial report should be voided and corrected reports regarding the devices implicated in the event will be filed under MDR 0002648920-2023-00002 and 0001822565-2023-00065.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. The initial report should be voided and corrected reports regarding the devices implicated in the event will be filed under MDR 0002648920-2023-00002 and 0001822565-2023-00065.